Event description:
The excel t handle is cracked. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the device was received for investigation. After inspection of the excel t-handle, a large crack is visible in the handle surface surrounding the shaft insertion area, confirming the reported condition. Additionally, a pink/purple stain was found at the edge of the handle surface. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.